Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint for system error (se) 2267 (fluid and air in set) was not confirmed. A root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a system error 2267 (air and fluid in line) alarm that appeared on the homechoice (hc) display during dwell 5. The home patient (hp) had already cycled power to the hc machine and hc displayed press go to start. The technical service representative (tsr) explained the alarm to the hp's caregiver (cg). The cg would restart with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the cg regarding the alarm, it was revealed that the issue was resolved, but she did not know the cause of the alarm. Per cg, there were no loose connections, disconnections or defects on the supplies. The hp stated that she discussed the alarm with the nurse. Per cg, the hp did not have any injury or harm as a result of this incident. The cg stated that the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.